Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the device cut and did not staple. The rectum was hand sewn and a larger colon resection had to be done. The or was extended, however, there was no adverse consequences for the patient.